Event description:
On (B)(6) 2012, the reporter contacted animas and alleged the following sequence of events. He received t a replacement pump on (B)(6) 2012 and started using it on (B)(6) 2012. He started having elevated blood glucose (bg) levels on (B)(6) 2012. The level continued to elevate all day until it was over 600mg/dl and he was taken to the hospital . He was released after a few hours and went home on his replacement pump. By (B)(6) 2012 at lunchtime, his bg was back up into 600mg/dl and he was taken back to hospital and was diagnosed with diabetic ketoacidosis (dka) and then stopped using the replacement pump. He was admitted with dka and dehydration and was discharged on (B)(6) 2012. He then reverted to using his old pump and his bg's stayed within normal limits. He then decided to again try the replacement pump today, (B)(6) 2012, and now his bg's are elevating again, to 333mg/dl at the time of this call. The patient reports no new medications, no new activities/stressors, no new diet changes reported. Customer technical support (cts) walked the patient through checking his pump settings an found no issues. I:c ratio, basal rates, bg target, isf, iob all programmed as desired per patient. Prime history shows patient changing site every three days with appropriate amount of insulin last site change was today at noon. Total daily dose is adding up correctly. Bolus history amounts are all given to completion and as desired. No recent alarms in pump history, last alarm was monday for empty cartridge . Patient report sites look good and mother reports patient rotates between abdomen and buttock. Time and date are correct in pump. Insulin is stored appropriately and is not expired. Cts informed patient that he should speak with his health care provider (hcp) about possible setting adjustments and the patient explained that his hcp wants the replacement pump replaced since his bgs have been within normal limits when he uses his old pump. This complaint is being reported based on the allegation of that a patient experienced dka related to a pump malfunction while on pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box shows that an occlusion alarm occurred on (B)(6) 2012 at 13:55 and the alarm was confirmed at 15:23 and deliveries were not resumed until 16:56. The pump was also suspended on (B)(6) 2012 from 07:56 to 08:40 and on (B)(4) 2012 from 04:29 to 15:13. The pump was also suspended on (B)(4) 2012 at 22:57, and a 1unit bolus was delivered on (B)(6) 2012 at 08:09, and the pump was then suspended again on (B)(6) 2012 at 08:15. Deliveries were not resumed until (B)(6) 2012 at 22:54. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.